Event description:
It was reported that during a breast biopsy, after deploying the marker and removing it, the plastic tip sheared off. They were unable to retrieve the plastic tip.

Manufacturer narrative:
Info anticipated, but unavailable at this time.